Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2017-00038/00039).

Event description:
Patient underwent hip revision approximately 12 years post-implantation due to unknown reasons. The cup and head were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. The reported devices are used for treatment. The implants were in-vivo for approximately 12 years post implantation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.